Event description:
It was reported that a patient with a surgical valve unknown model, unknown implant duration underwent an attempted valve-in-valve procedure, that was ultimately aborted due to patient anatomy (calcified vessels) resulting in difficulty advancing the sheath. The patient is planned to return at a later date for treatment via an alternative approach.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.